Manufacturer narrative:
Based on the claim against the product by the customer noting a non-intuitive motion of the endoscope plus, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope had a non-intuitive rotation issue, and a spare endoscope was used to continue the procedure. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the endoscope had non-coherent image, generating a non-intuitive motion. The customer was using 30 degree endoscope plus installed on the universal surgical manipulator (usm) 2. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and saw several errors 282 and 22020 pointing to instrument not engaging properly. The tse asked the customer to remove the endoscope if possible and rotate it manually with respect to its base. The endoscope was not rotating at all on one half of its total path. The tse asked them to install another endoscope and return the defective one together with the sterile adaptor (sa). Before installing the other endoscope, the tse asked the customer to test its rotation manually, it was perfect and smooth. The customer installed the endoscope, most likely 180 degree flipped. The tse guided the customer to match the position respect to its base, and the direction selected. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the endoscope by the customer noting rotation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and failure analysis investigations confirmed the customer reported problem. The endoscope had damaged attached endoscope adaptor (aea) or friction issue and had delamination outer tube. The complaint rotation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.